Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device showed signs of immersion, there were water marks, debris, and corrosion on the internal components. It was noted that the device would not run, the device had a sticky trigger, and fluid ingress. It was further determined that the device failed pretest for check trigger, check for sticky speed trigger, check the oscillation/forward/reverse mode function, and check power with test bench. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. Concomitant med products and therapy dates: battery device; (B)(6) 2020. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the small battery drive device was not functioning. It was reported that the buttons on the device did not respond when used with a full battery. During service and evaluation it was determined that the device had a sticky trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.